Event description:
Caller stated that one of the screws had gotten bent in removing the back canes from chair somehow the cross threading had messed up in the right back cane and need to replace it.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.